Manufacturer narrative:
The devices involved in the event were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that a patient's precision system had been explanted due to bedsores and an infection at the pocket site. The patient is reportedly doing well. No further information is available as the physician is no longer practicing.